Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to patient anatomy. The reported slda appears to be related to the poor image resolution. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 mixed mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the procedure there was difficulty visualizing the clip due to the patient anatomy. One mitraclip ntw was implanted. Post-implant a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained on the anterior leaflet. The final mr grade was 1.